Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument jaws did not open. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of the same kind. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The procedure had been in progress for about 30 minutes. The vessel sealer instrument worked and then the issue occurred while sealing the colon tissue. The jaws were not stuck on tissue and there was no patient injury/harm. The issue with the instrument did not occur after a system fault. In addition, the customer confirmed that they were not able to open the instrument tip. There was no sealing issue because it was not stuck on the tissue when the issue occurred. The target tissue was not under tension during the sealing/cutting process. The jaws did not come into contact with a clip, suture, staple, or other metal objects and were not immersed in a liquid or contaminated by carbonized tissue (bio debris) prior to or during the sealing cycle. No unexpected additional bleeding was experienced by the patient. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Based on the claim against the product by the customer noting grip failure, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vse instrument was analyzed and found to have a dislodged grip ring at the proximal end of the housing. A dislodged grip ring can potentially cause the instrument's grips to not open and close properly. The complaint was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue. Additional observation not reported by site found the instrument had an engagement failure based on the log review. When placed and driven on the in-house system, the instrument passed recognition and engagement on 3 out of 3 attempts. The grips moved intuitively with a full range of motion but did not open and close as expected. Although the engagement failure could not be replicated, a review of the logs reported error code 22020 "installed vessel sealer extended failed to engage on the universal surgical manipulator (usm) 3 (wrist pitch axis failed to engage)" confirming the engagement failure.